Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the guidewire included in the kit was bending and cannot be withdrawn smoothly and so the next procedure cannot be performed. The catheter was not repaired. There was no leak, no luer adapter issue, no other defects/damages found on the product, and no abnormalities observed with the device before use. It was flushed prior to use with normal saline and the result was the product was complete and good. The cleaning agent used on the device was saline, tego was not utilized, no other products were used with this device, the insertion site was not treated prior to product placement, and intervention/treatment was not required due to the event. It was stated that to resolve the issue, they slowly unplug the guidewire and catheter from the patient simultaneously (in one action) and upon removal the guidewire was still intact. It was stated that defective product was not replaced, and they were not able to successfully implant a catheter on the day of the event. The surgery/procedure was completed by the end of the guidewire removal. There was 5 ml of blood loss and blood transfusion was not required. There were no patient symptoms or complications in relation to the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the guidewire was frayed, broken, or kinked. It was reported that the guide wire was unable to be withdrawn. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use the guidewire thumb advancer and straightener to insert the "j" end of the guidewire in to the introducer needle. Do not insert or withdraw the guidewire forcibly from any component; the wirer could break or unravel." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.